Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe plunger rod was broken/damaged. The following information was provided by the initial reporter translated from portuguese to english: "the syringes have an embolus problem. When he sucks in the medication, the embolus goes and the cap stays, the embolus detaches from the cap. And the medication comes out of the syringe, losing the medication. He reports that he had already had the problem before, but yesterday ((B)(6)) it happened again and that's why he decided to get in touch. He says that the deviation occurred with approximately 40 units, but he kept 20 units with him and the rest were discarded.". **is the deviated sample available for analysis? Yes. **quantity of sample with deviation available for analysis. 5. **is the sample contaminated (body fluids or medicines/solutions)? Yes. * can the client send photos of the material to be analysed? Yes. *customer requests replacement of material with deviation? Yes. **in which situation was the deviation identified? During the professional's handling to prepare the procedure or manipulate a medicine/substance. **was there any damage to the health of the patient or the professional who handled the material? No. **was there a need for medical intervention? No. **was there a need for surgical intervention? No. **did you need hospitalisation or prolonged hospitalisation? No. **was there an accidental needle puncture? No. **was there any exposure to chemical/biological agents (regardless of the use of ppe)? Yes. **did the event lead to death? No. Comments - adverse event questions - product 2: there was a splash of dipyrone mediation on mrs (B)(6)'s skin, but there was no damage to the client's health. *was anvisa notified? Inform number. No. Additional comments: client did not feel comfortable giving cpf number.

Manufacturer narrative:
(B)(4) follow up report for additional information. Lot # 9073877 was provided after the initial MDR was submitted. H3 other text : see narrative below.

Event description:
Additional information provided on 27feb2024. Batch number - 9073877.

Manufacturer narrative:
Five samples and photos received for investigation. Through visual inspection, broken plunger is observed, therefore the incident is confirmed. Further evaluation was performed, it was possible to verify that the opening of the packaging was carried out in a way that could lead to premature activation of the plunger. A device history review was performed for reported lot 9073877, maintenance records related to the incident were found. Functional testing was performed, no leak observed. Based on the available information we are not able to determine a root cause at this time. To open the blister packaging, take a ¿peel apart¿ sample. Each side (film and paper) must be held with one hand., holding it with both hands, with the index fingers and thumb. After holding the package, open the blister by pulling the package in opposite directions. The packaging paper and film must not be completely separated. The blister must be opened in a single movement, with moderate speed, and equal force in both hands.

Event description:
No additional information.